Event description:
A malfunction on the pump was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact from the malfunction. The customer was assisted by technical support to reset the pump, and the malfunction did not recur after the reset. It was confirmed that the customer could continue using the pump and was advised to call back if the issue happened again.